Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway. (Expiry date: 02/2023).

Event description:
It was reported that during a stent placement procedure, the stent would not cross lesion. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The sample was found without deformation or damage. There was no indication of manufacturing related issue identified. In this case the lesion was pre dilated, the system was flushed. No damage can be identified within the device. The investigation is inconclusive for the reported issue. A definite root cause could not be identified. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential factors. The IFU state: 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment.' Furthermore, the IFU state: 'prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure.', under materials required the instructions for use state: 'introducer sheath with appropriate inner diameter', and the packaging labels indicate a minimum introducer size of 9f. Furthermore, the instructions for use state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' H10: d4 (expiry date: 02/2023), g4. H11: b3, h6 (results, conclusion). H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure to treat stenosis, the stent would not cross the lesion. There was no reported patient injury.